Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - because guide pin of electrical connector is missing, water tightness is lost - angle knob rotation/angulation directions/knob play/bending angles - due to a dent on bending tube, bending angle in down direction exceeds the standard value however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that after reprocessing the evis exera ii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has not been completed. Olympus is the maintenance company. Cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection and no deviations, deficiencies, or concerns by the customer during reprocessing. The hygiene microbiological investigation (hmi) report indicated that all channels of the scope were cultured, and the results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.